Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The pre-operative echo comments were provided recapping the echo: an echocardiogram showed that he had both stenosis and regurgitation within the aortic valve bioprosthesis. No additional information regarding the event has been received. Device remains implanted.

Manufacturer narrative:
Model number: this model device is not currently marketed or distribution in the u.s.; however, it is similar to model number 2800 which is distributed in the u.s. Method: device will not be returned - remains implanted. Additional manufacturer narrative: the sales rep has been asked to get additional info ( pre-operative echo report, implant date, operative report, and confirmation of the model and serial number of the initial device). The device remains implanted; therefore, no evaluation will be forthcoming. No device history record review can be done until the serial number is confirmed. Investigation is on-going.

Event description:
Reportedly, a second device was implanted in the same position using a valve-in-valve procedure. Duration of implant of the initial device at the time of the procedure was approximately 9 years, 10 months (118 months). The patient was diagnosed with stenosis and regurgitation. The patient was reviewed by 2 surgeons who both agreed that a valve-in-valve procedure was the only option this patient had as they could not perform open heart surgery. The procedure was successful and the patient is now doing very well.